Event description:
It was reported that the artificial urinary sphincter (aus) cuff was too loose. As a result, the patient was still experiencing urinary incontinence. The aus cuff was explanted, and a new smaller cuff was implanted. There were no further patient complications.